Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110 and experienced an overvoltage set.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110, overvoltage set) was due to u1004 and u1005 components being shorted on the computer/analog board, causing fault. The monitor was unable to pass detect and treat testing. The root cause for the defective components could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.